Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) biv ICD implanted: 2011 (B)(6); 5076-52 lead implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that the device had an unexpected longevity in less than four years due to high left ventricular (lv) epicardial lead thresholds and high programmed output. The device was removed and replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.